Event description:
When the CT anesthesia attending was attempting to place a left brachial arterial line (a-line) a piece of wire broke off in the patient's arm. The anesthesia attending immediately alerted the surgical team and the rn called the vascular surgeon on call to come for a consult. The surgeon was tied up in the or and the rn was advised to contact the plastic surgeon on call. In the mean time, surgeon was able to start to remove the wire and the anesthesia attending was able to fully remove the wire. Radiology was called to perform an x-ray of the site (elbow region). The radiologist called back and told surgeon he did not see any remaining wire on the x-ray but advised taking a lateral x-ray when possible. Surgeon decided to take the x-ray at the end as the patient was already prepped and draped. Vascular surgery was consulted and then came to the or to assess the arm and check the flow with a doppler. No harm to vessel noted. The piece that broke per the resident was the soft j wire. Kit was removed and not used subsequently.